Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. They reported the overdischarge and warning por have resolved. It was also reported that the patient has not informed the rep that the eri message has occurred again, so no actions/interventions have been necessary for the eri message. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator for spinal pain. It was reported that patient was overdischarged and device went dead. Patient met with rep to get device jump started he day prior to the report. Patient hadn't charged due to having a fusion and not needing their implant for pain control. Patient reported that their pain had been under control since having a fusion. It was noted that rep had to try jumpstarting twice, and the second time the jump start worked. Patient stated after an hour, device wasn't charged yet so patient was advised to go home and charge. Patient stated the device charged for 8 hours and was 3/4 full so they stopped charging. During the call today, patient reported seeing an elective replacement indication (eri) on the patient programmer. But while attempting to bypass screen, they saw a warning power on reset (por). Patient mentioned having contacted rep regarding the eri however have not heard back. Patient was directed to healthcare professional (hcp) to get message cleared. No symptoms or further complications were reported.